Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) emitted tones and displayed an elective replacement indicator (eri). The last capacitor reformation was 23.6 seconds and the voltage is 2.67v.